Event description:
Healthcare professional reports one incident of blood leak with the af 220 dialyzer. Incident occurred during pt's treatment, and was verified with leak alarm and positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 150cc. Treatment was resumed with new disposables. No pt injury or medical intervention reported.